Event description:
Customer reported that their pump screen was dark and wouldn't turn on. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. A replacement pump was sent to resolve the issue.